Event description:
The surgeon noted that there was a small broken piece which was missing and could not be located. The wound was thoroughly washed and debrided. No adverse event was reported. There are no xrays available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, a two year search of the complaints databases against the product code finds no other reports of any kind. The overall appearance of the returned portion is very poor, the item has been worn from frequent use. The etched lot code of (B)(4), signifies a manufacture date of november 1995. The instrument has been in distribution for 17 years. The root cause is attributed to wear out. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.